Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis: -5 vad disconnect alarms have been logged on (B)(4) since on (B)(6) 2015. 1 vad disconnect alarm was logged on (B)(4) on (B)(6) 2015 at 11:29:59; the last available data point was collected on (B)(6) 2015 at 12:12:43 from (B)(4) with a power consumption of 5.6w, which is within normal operation at 2900rpm. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is one of six reports (3007042319-2016-00176, 00177, 00178, 00179, 00180 and 00181) submitted for devices related to the same event.

Event description:
It was reported by the medical personnel that the patient called the hospital due to power switching. The capacity when the event occurred was more than 25%. Both controllers and all 4 batteries were replaced and no effect on the patient.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The battery (bat200950) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. These events could not be duplicated at the bench level. Analysis of battery (bat200950) revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause for premature switching events are caused by a communication error between the controller and batteries. This is one of six reports (3007042319-2016-00176, 00177, 00178, 00179, 00180 and 00181) submitted for devices related to the same event.